Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. A second clip delivery system (cds) was advanced however imaging was difficult due to the large aorta impeding imaging of the anterior leaflet. The clip was implanted however post deployment the clip detached from the anterior leaflet (single leaflet device attachment (slda)). A third clip was implanted lateral to stabilize the slda clip, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported incomplete coaptation (slda) and poor image resolution appear to be to have been results of challenging patient anatomy. The unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.